Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Reportedly, the customer successfully loaded the same cartridge by exerting more force on the syringe plunger. No supplies were changed in order to resolve the issue. The customer's blood glucose (bg) level was 95 mg/dl.